Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that the transseptal crossing was challenging due to difficulty navigating across a tough septum. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. No recaptures were performed. A thorough sweep for effusion occurred after the device deployment and prior to transesophageal echocardiogram (tee) probe removal which showed no effusion present. Approximately twenty minutes post procedure, the patient was in post-anesthesia care unit and a large effusion was confirmed via imaging. The patient was transferred back to the electrophysiology lab and a pericardiocentesis was performed. A cell saver was utilized and roughly 1.8l of blood was drained. The patient remained stable and reversal agent for eliquis was administered. The drain remained in place until the following day without re-accumulation. The patient remained stable and was discharged three days post procedure.